Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the cause for the valve in valve was unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in the (B)(4), approximately five years and nine months post implant of a 23mm sapien xt valve in the aortic position, a 23mm sapien 3 valve was implanted within the first valve for unknown reasons. The hospital did not wish to share additional information regarding the patient or event.